Event description:
The pt reportedly experienced loss of lock with her internal device. External equipment was exchanged; however, this did not resolve the problem. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.